Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial (ra) lead exhibited a large increase in lead impedance. The 1-year trend shows high and out of range impedance on the ra lead. The lead was capped and replaced on (B)(6) 2019 during the battery change out procedure. The patient was stable before, during, and after the procedure.